Event description:
It was reported that the pta balloon dilatation catheter was difficult to retract through the sheath; therefore, the catheter and sheath were removed together as a single unit. There was no reported pt injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Manufacturer narrative:
A completed mfg review could not be conducted as the lot number was not provided. The device was returned for eval. The balloon material had become prolapsed over the distal tip of the device, which typically indicates retraction issues. The sheath was examined and the distal tip of the sheath was noted to be flared. The patency of the guidewire lumen was tested using an in-house (B)(4) inches guidewire, and the guidewire could not be advanced through the distal end of the balloon, likely due to the stretched catheter and prolapsed balloon. An attempt was made to retract the balloon from the sheath; however, this was not possible as the catheter lost pushability due to the poor sample condition. It was noted that the outer catheter was stretched and thinned just distal to the balloon glue joint. This likely indicates that the catheter was subjected to excessive force. The investigation is confirmed for sheath retraction issues, as the balloon could not be retracted through the sheath and the condition of the returned balloon indicates retraction issues (i.e. Prolapsed balloon material at distal tip). The definitive root cause for the reported retraction issue could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the reported event.